Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered the incorrect profile settings when setting up the pump. The customer's blood glucose level was 154 mg/dl. The customer corrected the profile settings to address the issue.